Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair with complaint of cassette not attached properly alarms. Service history review identified the complaint was not related to a previous service of the device within the review period. Event history log verified the complaint. Functional testing was performed, and the problem was not replicated. The downstream occlusion (dso) sensor was working fine. Probable cause was likely the main board. The main board and the dso sensor were replaced. The device passed all functional tests.